Manufacturer narrative:
Maquet (B)(4) has not received the device for eval. Maquet cardiopulmonary is aware of similar complaints. Devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leaking is performed during production. Maquet (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that after a run period of ten days, the device was changed out. The new oxygenator, lot 70098766, was changed out due to blood leakage at the gas outlet. Approx 50 - 100 ml of blood was lost. No pt effect was reported. The second oxygenator, lot # 70099259 was also changed out due to blood leakage at the gas outlet. This is device 1 of 2. Refer to mfg report 8010762-2014-01059 for the second device. (B)(4).